Manufacturer narrative:
Section h3: updated information. Manufacturer's investigation conclusion: the reported event of replace controller alarm was confirmed via the submitted log file. The log files spanned approximately 1 days (29jul2020 to 30jul2020 per the timestamp). A backup battery fault alarm activated on (B)(6) 2020 at 07:40:00 due to a load test failure. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold as compare to the unloaded voltage. The alarm did not affect the controller¿s ability to operate the pump at the set speed. The alarm remained active until the controller was powered down following the exchange. No other notable alarm was observed. The returned hm3 system controller, serial (B)(6), was functionally tested with the returned backup battery, serial st347319. The controller operated a mock circulatory loop for an extended period of time without any issue. No alarms were reproduced. The root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a backup battery replaced in his primary controller on (B)(6) 2020 for a backup battery fault alarm (reported in (B)(4)). The patient returned to the clinic on (B)(6) 2020 with another backup battery fault. The patient also had low flow alarms. A review of the log file noted backup battery faults starting on (B)(6) 2020 at 07:40 and continuing for the remainder of the log. Low flow events were also noted on (B)(6) 2020 at 10:18. The calculated flow was at the 2.5 liters per minute (lpm) threshold but not sustained for long enough to trigger the audible alarm. Technical support recommended a controller exchange since the backup battery had already been replaced. The patient was asymptomatic during the low flow events. The controller was exchanged and was to be returned. The primary controller was removed from service and was replaced by the backup controller. There were no low flow alarms. The patient tolerated the controller exchange well. The patient denied lightheadedness and dizziness. No changes were made to the patient's medication or plan of care.